Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an uneventful sling procedure during in 2006. Concomitant procedures performed were a hysteroscopy and ablation. Post-operatively, the pt's stress urinary incontinence was cured, but by the following month, her urge incontinence had returned. No post-void residual or urinary analysis was collected at that time, but the pt was started on ditropan xl. By 2007, the pt was complaining of increasing urge incontinence. A post-void residual of 200cc was then obtained and the ditropan xl stopped. At a follow-up examination, urinalysis was negative. The surgeon states that despite use of the recommended dilator for spacing, the tape is too tight and a procedure to cut and revise the tape is planned.